Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrating coils") and genital haemorrhage ("severe bleeding genital") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), memory impairment ("forgetfulness") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure devices). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, fatigue, memory impairment and weight increased outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, memory impairment and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.